Event description:
A customer reported that during a laser procedure to repair a retinal tear, the surgeon experienced low power with the laser indirect ophthalmoscope (lio). The case was aborted and rescheduled for another day. Current pt status is unk. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and observed no power cord out of the laser indirect ophthalmoscope (lio). The company rep replaced the lio cable. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).